Manufacturer narrative:
The lead was returned cut apart at 11.5cm from the pins. Analysis revealed outer insulation abrasions at 40cm and 44.5cm from the lead tip over the svc cable lumen. An insulation abrasion from the inside out was also noted at 15cm to 17.2cm from the lead tip caused by the rv cables abrading outward through the lumen. Given that the lead was returned in two parts, without the entire lead a complete evaluation could not be performed.

Event description:
It was reported that during an attempted implant, the internal components from the device may have been shorted due to lead anomaly. A lead fracture was suspected.